Event description:
My lapband eroded through my stomach wall, requiring extensive surgery for removal. There was a great deal of scar tissue, including adherences to my liver. After removal, my stomach ruptured, leading to prolonged hospitalization and infection.